Manufacturer narrative:
Investigation results: the implant has been analysed visually and microscopically. The mentioned white adherent residues mentioned by the customer could be found. Besides that, the implant does not show any deviations. In this case, a product safety case (psc) was initiated in which this failure will be analysed in closer detail. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Investigation results: visual investigation: (beschreibung). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. Based upon the investigation results, there might be a combination of a multiple factors for the failure description.. On the basis of the market surveillance and statistical analysis, there is no indication for a systematic failure to date. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx737k - e.motion pro tibial plateau cemented t7l. According to the complaint description, the device shows packaging residues. This caused a significant surgery delay. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).